Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positive result from bactec fx 441385 sn: (B)(6). Bd support investigated this issue and found the root cause to be from a time adjustment used to fix an sesc offset error. No work order case was opened and customer was notified of the issue and fixed on their own. This is an unconfirmed complaint. Device history record review was not required as this did not allege an early life failure and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, package false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that ft - 441385 - 1 fp bottle. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, package false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that ft - 441385 - 1 fp bottle."